Event description:
Additional information received indicated that the noise resulted in oversensing.

Manufacturer narrative:
A complete lead was returned for analysis with the reported events of the is-4 connector sleeve not being able to fit over the lead, noise, oversensing, and high impedance. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Visual analysis of the connector sleeve found it to be damaged consistent with procedural damage. The lead connector passed insertion testing into a test device but did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot that may have contributed to the sleeve insertion failure and reported field events.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, an out of range pacing impedance and noise were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.